Event description:
It was reported via the competent authority, that "the alumina head broke and the patient underwent a revision surgery". It was further reported that the revision surgery was done in 2009.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.